Manufacturer narrative:
Correction: adverse event or product problem. After additional review this event contains an adverse event product problem. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that an healthcare provider (hcp) confirmed the patient's ins stopped working and the patient subsequently is in pain due to not having therapy. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that they had no telemetry with recharging. They were unable to communicate with their device. The patient stated that when they go to recharge their implantable neurostimulator (ins) they get a reposition antenna screen on their recharger. They also confirmed having a poor communication screen. They noted that they had a spinal fusion surgery that was unrelated to their device/therapy. However, since the surgery, they have had difficulty recharging their implantable neurostimulator (ins). The patient is unsure when they last successfully recharged their device. The patient stated that the surgery might have ¿messed up their wires¿ causing the charging issue, but they are not sure. The patient was redirected to follow-up with their healthcare provider. No further complications or patient symptoms were reported or anticipated.